Event description:
It was reported that a spectrum pump alarmed upstream occlusion during fentanyl therapy (volume to be infused 237, rate 25ml/hr, dose 2500mcg/250ml) at the intensive care unit. Primary head height was 33 inches and there were 2 containers on 1 pole with a baxter infusion set (drip chamber was full). The tubing was removed from the pump and appeared chewed up. Registered nurse (rn)moved the tubing down and reinserted on a new section of tubing. Drip chamber was also 100% full. Rn was advised to adjust drip chamber to fill line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduce the reported event. A review of the event history log revealed upstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification ultrasonic sensor readings. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.